Event description:
It was reported that a patient experienced intermittent stimulation. It was stated that stimulation was "cutting out a few times a day for a period of time and then it will come on again". It was stated that this had been occurring for "over a month". No falls or trauma were reported with this event. It was stated that the impedances were normal and the patient was currently feeling stimulation. It was noted that the lead was implanted in 1995. The patient did not think that certain positions caused the intermittent stimulation. Additional information received reported that there was "maybe a lead fracture, it was not definite". It was stated that they were going to continue to evaluate and no plans for a revision were made. It was stated that therapy was effective, except when it completely stopped for short periods of time.

Manufacturer narrative:
Con comitant products: product ID: 3587a, lot# l34760, implanted: (B)(6) 1995, product type: lead. Product ID: 3587a, lot# l34760, implanted: (B)(6) 1995, product type: lead. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).